Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV ¿this report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.¿

Event description:
Healthcare professional reported a rupture and capsular contracture, baker grade IV. This record is for an unknown side. The device was explanted.